Manufacturer narrative:
Further analysis found the battery was not recoverable. No visual anomalies found.

Manufacturer narrative:
Product event summary: analysis confirmed the reported battery issue; the battery would not charge. It was noted the programmer interrogated linq with no issues after software was reloaded.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the programmer would not hold a charge and also randomly shuts down while plugged in during linq implants. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.